Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The unspecified target lesion was predilated with a 2.5x15mm maverick balloon. The physician then advanced a 2.50x8mm taxus liberte stent through the unspecified guide catheter and the stent dislodged from the stent delivery system (sds) in the mid shaft of the guide catheter. The device was successfully removed from the patient as a system and the procedure was completed with a 2.25x16mm taxus express2 atom stent. No patient complications were reported with the patient's current condition listed as "okay".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.